Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced keypad anomaly. Customer's blood glucose was 184 mg/dl. It was reported that buttons were difficult to press. It was reported that customer had an emergency room visit on (B)(6) 2014 due to high blood glucose. It was reported that high blood glucose was due to customer having an infection and not due to insulin pump. Insulin pump was removed from customer in emergency room.